Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diverter implant procedure for an unruptured, saccular aneurysm located in the internal carotid artery, the pipeline embol device 4.50mm x 25mm became stuck in the hub of the microcatheter during attempted removal. The device was not attached to the pusher wire at the time of removal, and catheter resistance was encountered at the hub. The aneurysm had a maximum diameter of 25 millimeters and a neck diameter of 12 millimeters, with moderate vessel tortuosity and femoral artery access. Dual antiplatelet treatment was administered. The catheter was flushed continuously with heparinized saline, and the tip of the sheath was seated securely in the hub. Angiographic results post procedure indicated that the stent was successfully deployed. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the pushwire was found to be separated proximal to the dps sleeves. The tip coil and sleeves were not returned. The distal and proximal dps restraints were intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. No bend was found on the pushwire. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 10.0cm to 16.3cm from the distal tip. No other anomalies were observed. The broken end was sent out for sem analysis. ¿ testing/analysis: the catheter was cut to remove the braid. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Per the sem results, the broken end failed via torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the device was attached to the pushwire until the physician tried to pull it out of the microcatheter. There was no premature deployment. The detachment occurred when the physician tried to pull the device out of the microcatheter. The pushwire was not rotated during the procedure. It was pulled back when trying to remove the device. A continuous saline flush administered and maintained as indicated in the IFU. There was no damage observed on any device. The physician confirmed this information.